Event description:
I spoke to the patient today (B)(6) 2016) to f/u with him for his last hospital admission for anal bleeding. After I spoke to pt last (B)(6) 2016), pt went back to the ER on (B)(6) 2016 at (B)(6) for persistent anal bleeding. He was readmitted on (B)(6) 2016 and was just discharged yesterday, (B)(6) 2016. In the ER, his hgb was 6.1 by pt history. Post transfusion hgb value not known. Pt describes anal bleeding as dark red blood. Pt continued to be constipated at home prior to this admission and was straining to have a bm. He was not consistent with his prescribed bowel regimen of stool softener, high fiber diet and psyllium while at home. He received 2 units of prbc on this admission. Pt had a colonoscopy and was told it was normal except for his hemorrhoids. They did not see any active bleeding. Gi told him he needed to stay on his bowel regimen to prevent the hemorrhoids from bleeding. Pt denies anal pain. I will f/u with pt in a few days. I believe the anal bleeding was attributed to the hemorrhoids due to constipation.